Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was used. The patient has been experiencing pain for the past two weeks. A CT scan was done and revealed inflammation around the area of repair. No additional information was provided.

Manufacturer narrative:
(B)(4). Pain. Inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.